Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the evaluation is traced to component failure due to stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation of the ultrasound gastrovideoscope, the ultrasonic probe was found damaged. In addition, there is insufficient adhesive in the screw holes at the distal end.